Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost stimulation. Reportedly, the patient received an end of service message on the patient programmer. No additional information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken on 8 may 2020, wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.